Manufacturer narrative:
Investigation: one sample was received for quality investigation. The customer complaint of component damage - leak was partially verified through testing. Visual inspection was first conducted on the sample submitted. Through visual inspection, it was determined that the clamp on the bottom of the lower pumping segment fitting was assembled on the lower pumping segment incorrectly. The clamp was installed backwards and therefore allowed for fluid flow in the closed position and would clamp the infusion line when it was in the open position. The infusion set was then primed with normal saline to check for any other issues with the infusion set. There were no leaks, air-in-line or occlusions observed in the set. A device history record review for model 2426-0007 lot number 21079251 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that the infusion set was misassembled at the manufacturing facility. There is no way for the clamp on the lower pumping segment fitting to be turned around after the infusion set assembly has been completed, and therefore the issue was created during the assembly at the manufacturing facility. The manufacturing facility was informed of the issue and an investigation was conducted. It was determined that the issue was caused by assembler error. The manufacturing process has fixtures that checks flow through the tubing when assembled. This fixture was operating correctly during the investigation, and therefore the error would have been made by the assembler to allow the component to make it passed this assembly check point. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - no leak with lot #21079251 regarding item #2426-0007.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing broke. The following information was provided by the initial reporter: "tubing described as breaking."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing broke. The following information was provided by the initial reporter: "tubing described as breaking."